Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tube was used after the expiration date. The following information was provided by the initial reporter: the customer stated "she was notified that they were using expired vacutainer tubes. She stated they expired on august 31, 2020."

Manufacturer narrative:
H.6. Investigation summary. Technical service notified the customer that we do not recommend that any product be used past the expiration date. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tube was used after the expiration date. The following information was provided by the initial reporter: the customer stated "she was notified that they were using expired vacutainer tubes. She stated they expired on august 31, 2020.".